Manufacturer narrative:
Product analysis: analysis was able to confirm that the analyzer was not functioning properly as the analyzer failed incoming functional testing. The analyzer was replaced with a know functional unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer atrial output was not pacing properly. The analyzer was returned for service. There was no patient involvement.